Manufacturer narrative:
The actual samples were not available; however, eight companion samples were received for evaluation. They were visually inspected with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. All product specifications were met and the reported event was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from two (2) continuous ambulatory peritoneal dialysis disconnect y-sets during use by one patient. There was no patient injury or medical intervention associated with this event. No additional information is available.